Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display screen on the insulin pump unexpectedly freezes. He stated that during a bolus the numbers began to scroll without input. He could not recall any significant events leading to this keypad issue. The blood glucose reading was 165 mg/dl. Nothing further was reported.